Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 169 mg/dl. The customer was assisted with troubleshooting. Customer stated that the display was not blank less than 30 seconds and did not return. Display was blank currently. Customer stated that the display did not return after insulin pump restart. The device will be returned for analysis.